Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation and with pulse generator in back up vvi. The device download was successful.

Manufacturer narrative:
No medwatch form was received.